Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a section of the cartridge came off and became stuck in the pump. Customer's blood glucose was 138 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.